Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix issues. This lead was then successfully replaced. Upon receipt at our post market quality assurance laboratory, visual inspection found a fracture. No adverse patient effects were reported.